Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 2nd. Related complaint for needle hub separates on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. A samples returned - customer returned (1) loose 0.3ml bd insulin syringe. The consumer reported needle hub separated and stayed inside of the shield and needle shield difficult to remove. The returned syringe was examined and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. Manufacturing ((B)(4)) will be notified of the observed issue. CAPA/sa - CAPA (B)(4) has been opened to address this issue DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 0.3ml 31ga 6mm hub separated from the device. The following information was provided by the initial reporter: the consumer reported that the needle hub separated and stayed inside of the shield which was difficult to remove. Date of event: unknown. Samples: available.